Manufacturer narrative:
Sample collected in 5ml edta venipuncture tube. Note edta = ethylenediaminetetraacetic acid. The instrument was within quality control (qc) specifications with respect to controls and reproducibility. Controls are run once per shift. Controls were run before or after this event. The coulter lh 750 hematology analyzer was not serviced after this event. Raw data analysis showed the cell population pattern was not consistent with that of the abnormal pattern required to set a blast flag. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for additional reportable events. This MDR represents events 3 of 5 reported by this customer. This MDR is related to the following mdrs that have been reported: MDR 1061932-2011-00476, 00477, 00498, 00500.

Event description:
On (B)(6) 2008, customer reported erroneous differential results with no instrument generated flags for blast cells, when using the coulter lh 750 hematology analyzer. A tech was reviewing a blood smear, as was the laboratory's policy to review smears for transplant pts. Erroneous differential results were not reported out of the laboratory. The results were determined to be erroneous based on the results of a manual differential. Manual differential showed 1% blasts. No reports of death or serious injury, and it is unk if there was any affect to pt treatment as a result of this event. This event represents event 3 of 5 events reported by this customer.